Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported the cause was sepsis, increased positive end-expiratory pressure (peep) on vent, and right ventricular (rv) dysfunction. A specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported right heart failure (rhf) could not be conclusively determined through this evaluation. The controller event log file contained events from 02nov2025 through 03nov2025. Low flow hazard alarms were captured on (B)(6) 2025, which were associated with an elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient experienced dizziness at the time of the alarms. The alarms resolved once the patient was on heart failure medication. Additional information reported that the source of infection was pneumonia and that the patient experienced symptoms of hypoxic respiratory distress. The patient was treated with intravenous antibiotics, the infection resolved, and the patient was discharged home. The left ventricular assist device speed was increased. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, right heart failure and respiratory failue, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for analysis for low flows. It appeared that the event log also captured intermittent low flow alarms as well as multiple brief low flow estimates with elevated pulsatality index (pi) (B)(6) 2025 from 01:39 to 03:15. The estimated flow was fluctuating below 2.5lpm threshold. Most of these events were brief and did not generate the alarms. The estimated flows were averaging from 2.3 to 2.4 lpm and pi was averaging from 9.9 to 12.2 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The event log also contained frequent pi events from 03:15 to 04:1. Lastly, the event log captured power cable disconnect, low power hazard, no external while connected to mobile power unit (mpu) at 12:40. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery (ebb) functioned as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes. The mcs equipment was operating as intended electronically and mechanically. The low flow alarms were caused by sepsis. In addition, the patient required an increased positive end-expiratory pressure (peep) on the ventilator and had right ventricular (rv) dysfunction. The alarms resolved when the patient was on dobutamine. The patient experienced dizziness. The cause for no external power alarm was unknown. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported the cause was sepsis, increased positive end-expiratory pressure (peep) on vent, and right ventricular (rv) dysfunction. A specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported right heart failure (rhf) could not be conclusively determined through this evaluation. The controller event log file contained events from 02nov2025 through 03nov2025. Low flow hazard alarms were captured on 02nov2025, which were associated with an elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, right heart failure and respiratory failue, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2025 and discharged (B)(6) 2025. The source of infection was pneumonia. The symptoms identified was hypoxic and respiratory distress. The infection was treated with intravenous antibiotics. Right heart failure did not exist pre-lvad implant. Device related issue did not contribute to right heart failure. The event resolved and patient was discharged home. The event was treated with left ventricular assist device (lvad) speed increase and diuresis.